Event description:
It was reported that the patient came to the emergency department with driveline exit site drainage on (B)(6) 2022. The drainage was cultured and grew pseudomonas. The patient went for an irrigation and debridement in the operating room on (B)(6) 2022 and (B)(6) 2022. Cefapime was started and continued until (B)(6) 2022. The patient was discharged on (B)(6) 2022 and was being monitored on chronic levaquin (levofloxacin). The patient was stable and would remain on antibiotics. The driveline looked fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.